Manufacturer narrative:
Device evaluated by manufacturer:the complaint device was not received for analysis. The most probable root cause was unable to be determined. (B)(4)

Event description:
(B)(6) clinical study. It was report that the patient experienced a stroke. The patient underwent a left atrial appendage (laa) closure procedure a few years ago. A watchman laa closure device was implanted in the laa. Recently the patient experienced an ischemic stroke. The physician stated that the stroke was not detrimental and the patient is now in full recovery there was no neurological deficit or physical deficit and they released the patient.